Event description:
The user facility reported a 50-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. Shortly after insertion, the pump appeared to have large number of bubbles and no flow and the pump was immediately turned off. The introducer sheath had been aspirated and flushed with approximately 60cc of blood. This step repeated, however bubbles/air appeared again and not able to get any flow. Process repeated a total of three times, all with same result. At this point, the md decided to switch sites and place cp instead.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for evaluation. Data logs were reviewed which showed low pump flow with several suction alarms during the case run. There were no reported events related to biomaterial interaction or improper positioning. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided. D4-updated model number.